Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure (event) observed during analysis.external insulation abrasion was noted at 7.8-8.0cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.(B)(4).